Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that while removing the guidewire from the catheter, it was noted that the guidewire had a thread-like appearance and would not come out of the catheter. The catheter was removed in an attempt to remove the remaining portion of the guidewire, but it remained inserted in the arm. Pressure was applied, bedside rn notified, tegaderm applicated to prevent migration. Ir was immediately consulted. X-ray obtained and end of wire visualized so the patient was brought to ir and the piece was removed under fluoroscopy. Additional information received 25 august 2023: no harm came to the patient. The patient did have to be stuck again to obtain substantial access. The patient did require transfer to ir for additional procedure, with sedation and contrast (riskier with ckd), to safely remove the wire. All of the wire was obtained. Patient did miss respiratory treatment due to being in unexpected ir procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed and was determined to be use related. The product returned for evaluation was a 18ga by 10cm powerglide pro. Use residue was observed throughout the sample. The catheter was advanced and received loose. The safety mechanism was advanced and covered the needle tip. A complete break was observed in the core wire of the guidewire and the coil wire was elongated. The coil wire was received in two fragments. The distal guidewire fragment, including the weld tip was not returned. Microscopic inspection of the catheter revealed that the tip was buckled and folded inward. Inspection of the core wire fracture revealed a granular fracture surface. Curved shape memory was observed at the fracture site. Inspection of the coil wire fractures revealed granular fracture surfaces. Inspection of the needle revealed deformation along the proximal edge of the bevel. Regions of increased luster were also observed. The features of the guidewire, needle bevel, and catheter tip suggested that the guidewire was withdrawn against the needle bevel at a sharp angle followed by application of tensile stress. The catheter tip deformation further suggests that insertion against resistance may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that while removing the guidewire from the catheter, it was noted that the guidewire had a thread-like appearance and would not come out of the catheter. The catheter was removed in an attempt to remove the remaining portion of the guidewire, but it remained inserted in the arm. Pressure was applied, bedside rn notified, tegaderm applicated to prevent migration. Ir was immediately consulted. X-ray obtained and end of wire visualized so the patient was brought to ir and the piece was removed under fluoroscopy. Additional information received 25 august 2023: no harm came to the patient. The patient did have to be stuck again to obtain substantial access. The patient did require transfer to ir for additional procedure, with sedation and contrast (riskier with ckd), to safely remove the wire. All of the wire was obtained. Patient did miss respiratory treatment due to being in unexpected ir procedure.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that while removing the guidewire from the catheter, it was noted that the guidewire had a thread-like appearance and would not come out of the catheter. The catheter was removed in an attempt to remove the remaining portion of the guidewire, but it remained inserted in the arm. Pressure was applied, bedside rn notified, tegaderm applicated to prevent migration. Ir was immediately consulted. X-ray obtained and end of wire visualized so the patient was brought to ir and the piece was removed under fluoroscopy. Additional information received (B)(6) 2023: no harm came to the patient. The patient did have to be stuck again to obtain substantial access. The patient did require transfer to ir for additional procedure, with sedation and contrast (riskier with ckd), to safely remove the wire. All of the wire was obtained. Patient did miss respiratory treatment due to being in unexpected ir procedure.